Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. An engineering evaluation is currently in process.

Event description:
On (B)(6), 2015, a gore viabahn endoprosthesis was being used in an aortic debranching procedure in the splenic artery. The gore viabahn endoprosthesis was advanced to the desired treatment location at an acute angle. It was stated that as deployment was initiated, resistance was felt when pulling the deployment line. A decision was made to abandon the use of the viabahn device to reduce further risk of compromise. It was reported to gore that as the device was being removed from inside the patient, the catheter broke at the proximal end of the delivery system, at the juncture of the undeployed viabahn device. The device and delivery system were successfully retrieved and the patient was not harmed. The patient was embolized and coiled.

Manufacturer narrative:
The engineering evaluation stated that the following observations were made: the outer layer of the braided constraining line was deployed approximately 3mm from the proximal end of the endoprosthesis. The reported break in the distal shaft on which the endoprosthesis is mounted was noted. Approximately 1mm of the distal shaft remained protruding from the catheter tubing. The deployment line was able to move freely within the deployment line lumen of the catheter tubing. Approximately 10cm of deployment line slack was present between the deployment knob and hub. Initial attempts to deploy the braided constraining line were unsuccessful. Upon further examination, a distally pointing free end from the braided constraining line¿s inner layer was found pointing through a knot in the outer layer. After pulling this end back through the knot, deployment was able to be initiated. Based on the device examination performed, no manufacturing anomalies were identified.